Event description:
Dexcom stelo biosensor was showing my readings extremely low over 2 weeks, approximately 35 to 40 points below actual blood sugar consistently. Then the next sensor showed my readings 45 to 50 points consistently over finger stick. My normal glucose level ranges between 70 and approximately 200, only if I consume too many carbs at once. Rarely ever higher. I could have died if I would have taken too much medication to lower the blood sugar without a finger stick check. I could have gone into diabetic ketosis or worse if I did not know my blood sugar was actually far higher than the sensor showed. This is an ongoing problem. I'm switching to another otc biosensor. This is extremely dangerous and dexcom/stelo rarely if ever works to help you with the replacement or to rectify the matter. Someone must address this before somebody dies from a diabetic coma. Patient code: 4582. Device codes: 2460, 2459, 1535. Reference report: mw5183513.